Manufacturer narrative:
This report is submitted on june 25, 2024.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2024, in order to electively remove the implant fixture and abutment due to non-use.